Manufacturer narrative:
The customer contacted ge healthcare technical support who was advised by the customer that the issue had been resolved. No further information is available regarding the resolution of the reported issue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date received by manufacturer: this MDR malfunction event was previously eligible for the voluntary malfunction summary reporting (vmsr) program. As of 9/16/2019 notification from FDA, this product code is no longer eligible for vmsr. According to the notification, ge healthcare must submit individual reports within 30 calendar days of receiving the notification. Therefore, this event is being reported as an individual MDR report due 10/16/2019.

Event description:
The hospital reported the device intermittently freezes after a longer time of operation resulting in the loss of mechanical ventilation. There was no report of patient injury.